Event description:
The field rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was not flowing like it should. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
After troubleshooting flow problem, the field service rep (fsr) discovered the wiper arm on the variable resistor (ri) had a cold solder joint. The fsr removed old solder and re-soldered the wire, which fixed the flow problem. With the wire re-soldered and corrective maintenance completed, the unit operated to MFR specs and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.